Event description:
Reporter stated that pt obtained a blood glucose result of 100 mg/dl, on the aviva system, while experiencing hypoglycemic symptoms. Pt reportedly sought treatment at the hospital where, 1.5 hrs later, his blood glucose measured 35 mg/dl on an unspecified instrument. Reporter noted that pt's blood glucose was immediately retested, on the aviva system, with a result of 70 mg/dl. Pt was treated with glucagon injection. No add'l treatment was reported. The suspect product was not returned to the MFR for eval.

Manufacturer narrative:
The event occurred in another country.